Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic surgical procedure, the vessel sealer extend (vse) instrument was not firing. There was an error message asking the customer to check the power cord. The customer moved the vse instrument from the e-100 generator to an erbe generator, and the vse instrument was working properly. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to replicate the reported issue. Fse discovered one of the nodes was not checked on the e-100 generator. Fse checked the node and completed the programming. Fse tested the unit and confirmed it was working as expected. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation.